Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies were unknown. The patient had recurrent peritonitis. Treatment rendered was not reported. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The report of peritonitis was not confirmed and the cause of the peritonitis could not be determined. No device malfunction or use error was identified.